Event description:
It was reported that during the lead implant procedure, the single coil lead was unable to rescue the patient during defibrillation threshold testing. The patient was externally defibrillated. The lead was removed and a dual coil lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).